Event description:
Pt intubated on second attempt. Stylet used for intubation was a satinslip. Pt with continued elevated pco2 on arterial blood gases. Bronchoscopy performed. A 6 cm plastic tubular material was retrieved from the right mainstem bronchus. Abgs normalized after removal of the foreign object. Plastic foreign body appeared to be the plastic sheath covering a satinslip intubating stylet.